Manufacturer narrative:
The complaint investigation, including root cause determination, is in progress.

Event description:
A system operator reports a custom patient with topographically-observed "central islands" (corneal irregularities) following a custom myopia with astigmatism laser procedure. This report is for the left eye, the right eye is being submitted under manufacturer report number 1061857-2007-00132. It is not known whether there was patient impact/injury associated with this event. Add'l info has been requested. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularites spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.